Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) product type lead product ID 977a260 lot# serial# (B)(6) product type lead product ID 977a260 lot# serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that the leads were placed at the top of t8 and t9 during the revision surgery. It was noted the cause of the lead revision was patient had foot pain and leads were pulled down to address the issue. No removal of the device was planned.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), product type: lead. Product ID: 977a260, serial# (B)(6), product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 14-jun-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 14-jun-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient (pt) states they are having a lead revision next week because since implant, the stimulation is hitting the liver, the belly and their right side and they feel shocking when having a bowel movement. Pt states the trial was perfect and they were able to walk for like 4-5 hours but they just cant get it right. Pt also mentioned about 2-3 months ago they met a manufacturer representative (rep). Pt reports rep had made adjustments to the programming and since then , pt has had to charge the ins 2x a day. Agent reviewed that would be due to change in programming.